Manufacturer narrative:
S.w version 4.11j (obtained by pushing back the battery tube assembly). Retainer ring black. Customer returned pump for an alleged critical pump error (open book image) alarm found on (B)(6) 2021. Device was received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify critical pump error (open book image) alarm due to blank display. During visual inspection, the cracked case-corner of belt clip rails near the battery compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. Unable to download firmware using crest due to blank display. Unable to download history files and traces using thus due to blank display. The battery tube assembly was pushed back into the right position and the insulin pump was able to power up and continued testing and download. Successfully utilized crest and thus to download history files, traces and comlink3 files. No fatal alarms/errors in the formatted history file and long trace file noted. Per r&d engineer, there was no evidence of the critical pump error (open book image) alarm and no critical errors were found in the history/traces/comlink3 data. Force sensor zero offset within specification (23.5 milivolts). The insulin pump passed the sleep current measurement, active current measurement and self test. The insulin pump was monitored for several hours and no blank display noted. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No unexpected errors/alerts noted during the testing. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 13:23:00.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2021 05:35:00.000 and (B)(6) 2021 06:03:14.000. Replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2021 06:06:00.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2021 20:00:17.000 to (B)(6) 2021 20:14:28.000. Failed battery/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2021 21:25:16.000 and (B)(6) 2021 07:05:47.000 and insert battery alarm was recorded and found in the formatted history file on:(B)(6) 2021 13:32:02.000 , (B)(6)2021 20:46:30.000 to (B)(6) 2021 21:27:07.000, (B)(6) 2021 07:05:44.000 to (B)(6) 2021 07:44:07.000 and (B)(6) 2021 19:48:50.000 to (B)(6) 2021 20:13:00.000. Upon checking on the detail trace file, low battery alert, unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm were expected since the battery has low power. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a keypad overlay peeling, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment, a serial number label fading and a end cap address label missing. Blank display was confirmed due to shifted battery tube assembly. Unable to download firmware, history files and traces confirmed. However, the battery tube assembly was pushed back into the right position and the insulin pump was able to power up and continued testing and download. Per r&d engineer, there was no evidence of the critical pump error (open book image) alarm and no critical errors were found in the history/traces/comlink3 data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer received critical pump error image on insulin pump screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.